Event description:
It was reported that the patient sought medical attention (unspecified location) with hyperglycemia. The patient's specific blood glucose levels were not reported while wearing the pod between 24 and 36 hours. The patient was diagnosed with hyperglycemia and was treated with an insulin injection. It was reported that there were several times where the continuous glucose monitor sensor did not connect to the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported necessary medical attention and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. Inspection of the patient history buffer (phb) data showed frequent invalid egv values indicating communication issues between the pod and cgm. When valid egvs were available, the automated glucose control (agc) algorithm appropriately adapted to changes in estimated glucose values (egvs) and user inputs. The shelf mode current (smc) was measured to be within specifications. The cause of the reported event could not be determined.